Manufacturer narrative:
This report is being resubmitted for an incident that occurred earlier. Neither the device or any imaging could be provided for evaluation. No determinations can be made as to the cause of the reported issue.

Event description:
It was found during revision surgery that four locking caps had loosened one week post-operatively.